Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp pump placed to support a patient post supraventricular tachycardia and atrial fibrillation. The pump was placed and was supporting when the pump and the patient were transferred from community to the tertiary center. The automated impella controller would not turn off and had to be unplugged. The battery was turned off for a hard reset to allow it to turn off. There was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - shutdown or restart issue has been completed. The impella device was returned for evaluation. Data review: console logs consistent to what was reported in the complaint. Device analysis: console was tested after arriving in field service. Tested the console by power cycling 10 times but was unable to reproduce the issue. Conclusion: the console did not shut down properly, leading to an unexpected controller shutdown alarm upon the next boot. This alarm indicated a forced shutdown during the previous boot, which supports what the clinical staff reported. The cause of the inability to shutdown issue could not be determined due to the inability to reproduce. The console operated as intended while testing on an engineering lab bench. D6a and d6b should have been left blank on manufacturer device report 1220648-2025-30222.